Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient complained of pain around the skin of implant site. No factors reported. The doctor did check the pump and it was working effectively. A culture was done and no infection reported. A pump study was done and completed. There were no known issues from the study.  The doctor wanted to revise the pump pocket. The pump pocket revision scheduled for (B)(6) 2022. The issue was not resolved at the time of this report and the patient's status was "alive- no injury".  The patient's weight and medical history were asked but unknown.  Additional information was received on (B)(6) 2022 from the rep asked if there was a replacement for the obsoleted 8590-1 dacron pouch because the patient has complained about irritation and pain around the pump pocket site. It was reviewed that there was no replacement for that item. It was noted the pump had already been repositioned from one side of the body to the other (date asked, unknown) and the pain went away for a time and then the patient recently started to complain again as of a couple weeks ago. Caller stated that they cultured the pocket, there's no infection, it was not even red and there was nothing you can see visibly. The issue was not resolved through troubleshooting.